Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up MDR will be submitted.

Event description:
Received information stating customer received an unexpected altitude alarm. There was no impact to the customer's blood glucose level.